Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 383 mg/dl. Customer had symptom of nausea, headache, dizzy, abdominal pain, vomiting, and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was in the intensive care unit and was treated with manual injection. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that drive support cap normal. Alarm history showed excessive low reservoir alarms, no delivery alarms, and low battery alarms. Insulin pump passed high pressure test. Troubleshooting could not continue as customer was being treated in the hospital.